Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer waited until prompted in tandem mobi mobile app to remove a used cartridge and load a new cartridge on the pump however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy and has an alternate pump if needed. There was no adverse impact to the customer¿s blood glucose level.